Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level was 259 mg/dl which was addressed by administering a manual injection. Reportedly, the customer has manual injections as alternate insulin therapy.